Event description:
International affiliate reports the "product dusted". Request was made for clarification. However, no additional information has been received as of (B)(4) 2014. It appears that the event may have involved the intra-operative tearing of expedium innner screw threads during insertion. As such a medwatch report is being submitted to document the event. Depuy synthes spine complaint handling unit was notified of the event on (B)(4) 2014 and has reminded the affiliate of the need to report adverse events within twenty four hours of becoming aware of the event.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not being returned.